Event description:
A nurse reported that the tip was occluded during a procedure resulting in a corneal burn. An alternate system was used to complete the procedure.

Manufacturer narrative:
A review of the service report (sr) indicates that the phaco handpiece appeared to be non-conforming. There was no service performed on this system. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, mar 2010, vol. 7, no 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively. (B)(4).